Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-nov-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The thermocool® smart touch® sf bi-directional navigation catheter initially was irrigating properly but during the procedure, they received an improper irrigation error on the smartablate generator. When the catheter was removed, it was not irrigating. The catheter was replaced and the procedure was continued and subsequently completed. There was no patient consequence reported. Additional information was received. The issue was noticed during the procedure prior to ablation. The error noted from the irrigation pump was fluid alarm for no flow, despite being set up properly. Steps taken to resolve the issue was flushing; however, with no effect. Therefore, catheter replaced. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Improperly irrigating. The device evaluation was completed on (B)(6) 2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and pump and pressure gage test of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A pump and pressure gage test was performed and the device was not irrigating correctly. Further investigation revealed reddish material occluding the irrigation holes in the tip area. This failure could be related to the irrigation reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed since foreign material was observed occluding the irrigation holes. Reddish material can be the normal result of the procedure. It should be noted that product failure is multifactorial as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The thermocool® smart touch® sf bi-directional navigation catheter initially was irrigating properly but during the procedure, they received an improper irrigation error on the smartablate generator. When the catheter was removed, it was not irrigating. The catheter was replaced and the procedure was continued and subsequently completed. There was no patient consequence reported. Additional information was received. The issue was noticed during the procedure prior to ablation. The error noted from the irrigation pump was fluid alarm for no flow, despite being set up properly. Steps taken to resolve the issue was flushing; however, with no effect. Therefore, catheter replaced. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Improperly irrigating.